Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field data review, a design history record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for the architect tsh assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, lot 87340ui00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Local phone number: (B)(6). An evaluation is in-process.

Event description:
The customer generated a falsely decreased architect tsh results. The customer provided the following results: sid: (B)(6), initial 20.58 miu/l, the patient has a history of 350 miu/l. The specimen was retested and generated a result of 19.77 miu/l. A new specimen was drawn at a different laboratory (unknown method) and generated a result of 181 miu/l. The lab tested the serum diluted and generated the following: auto dilution: (1:5) 21.55, (1:10) 58.69; manually diluted: (1:5) 143.0, (1:10) 211.0. There was no adverse impact to patient management reported.